Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic forceps was suspect to have broken off while inside of the patient's eye during surgery. There was no report of any patient harm. Additional information has been requested. Additional information received clarified that the reported forceps had already been used in the patient's eye once during a vitrectomy surgery. When the device was about to be used for the second time, it was noted to be broken. The whereabouts of the broken piece was not confirmed. The procedure was completed without further use of the forceps.

Manufacturer narrative:
One forceps sample was received in a plastic bag without the inner and outer blister, the cover foil was included. The shaft of the device is very bent. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the shaft is very bent and the grasping arms of the device were found inside of it. Due to the condition of the sample, the customer's complaint could not be confirmed. The returned forceps was not broken, but damaged. The condition of device does not allow a detailed examination of the root cause. It could not be determined if deformation was caused during handling or during transport. The root cause for the damaged device could not be determined conclusively due to insufficient sample. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).